Event description:
It was reported that balloon rupture occurred. The stenosed target lesion in a shunt in the severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.